Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever, abdominal pain, nausea, and vomiting. The patient stated they also had an escherichia coli infection (unknown date) and ¿almost died¿. According to the patient the minicaps looked dry and believes the infection was related to the dry minicap. It was reported the patient was hospitalized for the event. The patient was treated with ceftazidime (intraperitoneal, 1.5 g, for three days), cefazolin (intraperitoneal, 1.5 g, for three days) and meropenem (intraperitoneal, 500 mg for 20 days). The patient was discharged five days after hospital admission, and the same day was recovered from the event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.